Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer called after the procedure and reported that the errors had occurred while setting up the system. The customer disabled the universal surgical manipulator (usm) 3 and went on with the procedure. The system logs confirmed repeated errors reported by usm 3 axis 5, indicating an encoder failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed. The arm 3 was disabled, and the arm 4 was draped and used instead. After a short delay, the procedure was completed robotically. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors reported by the universal surgical manipulator (usm) 3 axis 5, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the reported issue. The universal surgical manipulator (usm) was analyzed/tested on an in-house system and failed in normal mode as error 25930 was triggered pointing to axis 5. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, sensors check, sine cycle and brake tests. After further investigation in the carriage, a crack in the glass of the instrument sterile adapter (isa) for degrees of freedom (dof) was found, also particle debris was found in all the isa glass, and fluid/moisture/haze was also found in all rotors and joint senses mirrors (see pics). As a fix the isa, rotors, gearboxes, and joint senses will be replaced. The complaint regarding ¿repeated errors had occurred while setting up the system¿ was confirmed based on failure analysis which indicated that the device did contribute to the customer reported issue.